Event description:
It was reported that an rn having an infant with immature lungs and an abdominal issue under supervision noticed that the ventilator would not deliver the volume set. The device was set to volume guarantee mode but did not alarm. Increasing the inspiratory pressure had no effect but the situation could be managed by giving surfactant. This allowed to reduce the inspiratory pressure back to initial setting again. No patient consequences have occurred.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up/final report.